Event description:
.

Manufacturer narrative:
The device was not returned by the user facility and therefore an investigation could not be completed. Follow-up with the user facility was performed and it was confirmed that there was no pt injury or any other negative health related outcome related to this incident. The fact that this device was reprocessed in no way made it more susceptible for an event like this to occur, as failures such as these do occur in brand new OEM devices. Prior to shipment to the customer, these devices undergo an extensive inspection process. This inspection includes examination under magnification to verify that there is no damage to the device that would lead to breakage during use. If a device does not meet the requirements of this inspection, it is immediately removed from circulation and discarded. These additional steps help to ensure that these devices are in proper working condition before they leave our facility.